Event description:
During in unrelated procedure, the device set screw was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.